Event description:
It was reported that pump experienced malfunction alarm that displayed code but did not reset, and customer¿s blood glucose reading showed ¿high¿ on meter with specific value unknown. There was no report of additional medical assistance being required. Customer gave correction insulin injection by multiple daily injections, planned to continue insulin delivery using backup injections, and did not require help from third party. Technical support arranged replacement pump under warranty with updated software. Customer reverted to an alternative method of insulin therapy.